Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the implantable pulse generator (ipg) and lead were removed on (B)(4) 2016. The ipg was "shorting out" and "shocking them" since last fall. They reported that they felt the sensations with stimulation both on and off. There was a report of back pain when asked if the patient had any symptoms now with the device explanted. No other complications were mentioned. No known factors that may have led or contributed to the issue were known. Diagnostics, troubleshooting, and interventions/actions were reported to be unknown. The issue was resolved at the time of the report. A surgical intervention occurred as the device and lead were removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient wanted to be reimbursed because they were only implanted for 9 months and had issues with the device (previously reported). A request was sent to patient relations. No further complications were reported/expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator (ins) would randomly shock the patient and they were a truck driver. They would never drive with the ins on but it would still shock them and make them dizzy while they were driving so they ended up having to take off work. After the shocking issue, they kept the battery charged but didn't use it. The device was explanted a day prior to the report because of all the issues. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.